Event description:
It was reported that the pump touch screen was cracked, making it difficult to read. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.